Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. The customer's blood glucose level was 207 mg/dl. Tandem customer technical support (cts) instructed the customer to plug the pump into the power source using an alternate wall adapter. Customer acknowledged and declined follow up from cts. The customer indicated that cts would be contacted if the issue was not resolved. The customer did not contact cts regarding the alleged issue.